Event description:
During a laparoscopic ventral hernia repair, upon firing the last construct, the introducer went through the pt's skin and into the surgeon's right index finger. The user removed their glove, scrubbed, and regloved. Additional blood tests will be drawn from the pt to determine if additional care will be required. There was no consequence to the pt.